Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be presumably an asynchrony between patient breathing and ventilator setting triggering a \ "sensor failure mode\ ". Here, no correction is possible. There was no patient or user harm.

Event description:
On the last week on this ICU, the application specialist (B)(6), spent all days teaching about positioning and care about flow sensor. On this week during a calibration and testing of a c6 unit, I see again on the events logs: check the flow sensor tubing and failure of the external flow sensor causes the spont ventilation change to sensor failure mode ventilation, but after a few seconds it resumes spont ventilation again.